Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open orthopedic procedure, when they opened the package, the product was broken as there was no needle. A new suture was used and opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device opened by the account. The visual inspection of the returned photo noted the needle was missing from the retainer. As the product pictured was opened, and no sealed samples were returned, pmv could not confirm that the needle was missing when the product was opened. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted one suture and no needle. Microscopic inspection of the retainer noted marks where the needle was parked. In addition, a 100% pull test is performed on the manufacturing line using the needles. If a needle was not present, the pull test would have been impossible to perform. It has therefore been concluded that it is unlikely for the needle to have been missing when it left the manufacturing plant. Unfortunately, as no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.